Event description:
It was reported that a chest x-ray echo and changes in sensing parameters confirmed perforation. Hence the lead was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found is consistent with that occuring during the surgical procedure. A lead tip stiffness test was performed and measurements were within specification.